Manufacturer narrative:
(B)(4). Concomitant medical products: part: 00840001407 lot: unknown ulnar component plasma sprayed size 4 75 mm length left for cemented use only part: 00840009000 lot: unknown humeral screw kit 2 humeral screws. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022- 01893.

Event description:
It was reported that the patient underwent initial elbow surgery. Subsequently, the patient was revised approximately seven years post initial procedure due to early aseptic loosening. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not contribute to the reported event. The initial report was forwarded in error and should be voided.